Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381033 and lot number 4282459. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc global 'veinitis' with bacteremia occurred. The following information was provided by the initial reporter: we have had repeated cases of veinitis in our department. One case was complicated by sepsis due to staph bacteremia, requiring transfer to intensive care, a fall and a longer stay. Since these episodes occurred, special attention has been paid to kt, yet veinitis is still very present, sometimes a few hours after the kt is applied. Conservation measures and actions taken: hygienist visits department for recall audit; this action did not stem the problem.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.